Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the flow sensor was reading negative when properly placed in circuit. A bent pin was discovered on the connector of the flow sensor and the flow sensor would not work afterwards. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.